Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4) - indication for use and guide wire/fdw selection incorrect. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally it should be noted that the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The diameter of the artery at the site of the filtration element placement should be between 2.5 and 7.0 mm. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a left superficial femoral artery. On (B)(6) 2013, an emboshield nav6 was being used with a non-abbott guide wire while an atherectomy device was being use. The procedure was successful and the patient was discharged without complications. On (B)(6) 2014, the patient returned to the hospital stating he was having pain in his left leg. An angiogram was performed which confirmed the nav6 filter was still in the artery. The patient was sent home but will return to the lab next week to have the filter surgically removed. Additional information was received. The filter was removed surgically on (B)(6) 2014. The patient is doing fine. No additional information was provided.